Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device could not establish telemetry and a memory download could not be performed. The device hardware status that was obtained prior to attempting telemetry reported multiple resets. Pin gauge testing, designed to verify proper port dimensions, was then completed. Each port measured as expected. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to a leaky capacitor on one of the components. This resulted in a high current condition which depleted the battery.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room after experiencing a syncopal event and receiving cardio pulmonary resuscitation (CPR). It was noted that the patient is pacer dependent. Right ventricular (rv) loss of capture was observed at maximum outputs resulting in asystole for greater than two consecutive seconds. A temporary pacing wire was place and maximum outputs remained programmed. Loss of capture was again observed with the temporary pacing wire. The device exhibited a remaining longevity of one year. A couple days prior, the remaining longevity was displayed as twelve years. A device interrogation then revealed a fault code and remaining longevity of less than three months. An invasive procedure was performed. The rv lead was tested and all measurements were acceptable. The device was explanted and replaced. No additional adverse patient effects were reported.